Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was sent for flow testing and downstream occlusion test and it passed both. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The device will go through the pressure process during repair as a precautionary measure and have the m2/m3 springs replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at incorrect flow rate and failed downstream occlusion. During downstream (distal) occlusion sensor test the device alarmed at 22-23psi (7psi to 19psi). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.